Event description:
It was reported to philips that the allura device displayed an anode problem error. No patient harm was reported. A philips engineer visited site and replaced the xsc certeray. The device was returned to expected operation.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in coronary diagnosis when the issue occurred, and procedure was completed as planned. The philips field service engineer (fse) inspected the system onsite and confirmed that the system displayed an anode problem error. Review of the system log file showed that the tube anode had error. As part of the troubleshooting process, fse found a defective xsc (x-segment controller) board. The fse replaced xsc board and performed all generator and iq calibrations. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code grid was corrected.